Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of system log file identified reported issue. Upon troubleshooting, fse found fluo flavour medium key was activated at startup. Philips engineer released and cleaned the key on the image module. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system boot-up did not complete. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.